Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). We apologized for the lateness of this report.

Event description:
Consumer complaint of high blood results. Customer states that the results are consistently "hi". Customer is feeling fine. No adverse event reported.